Event description:
The complaint is reported as: the unit is not heating. The issue was detected prior to pt use.

Manufacturer narrative:
The device history report (DHR) review was performed and there were no issues found that could relate to the reported complaint. The product was assembled and inspected according to specifications. The sample was not returned for eval, therefore, the complaint could not be confirmed. If the sample is received, a follow-up report will be submitted with the investigation results.